Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. During inspection and testing of the returned device, service could not reproduce or confirm the customer¿s reported image issue, although it is a possible sporadic failure. Based on the results of the investigation, the following are the probable causes; however, a definitive root cause could not be determined: the entire image was blurred due to damage to the ccd unit. The entire image was blurred due to sliding error of movable l-range that occurred in the zoom scope. Blurring the entire image occurred within the allowable range. The entire image was blurred due to damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: operation manual. Inspection of the endoscopic system. Operation manual important information ¿ please read before use. Warnings and cautions. During the device evaluation, service found switch #1 was cut, but functioned ok. The angulation was low, and the cp plate was bent. The right/left and up/down knobs were loose and had play. There were deep dents in the distal end plastic cover. The objective lens was chipped. The light guide lens was chipped. The rubber adhesive on the c-cover and insertion tube was cracked. The insertion tube demonstrated chemical damage, discoloration, scratches, and peeling. The light guide tube had scratches at the light guide tube and boots. The scope connector had dents at the plug unit and connector. All labels were peeling. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device had an image focus problem and became unusable. There was no patient or user injury reported due to the event. No further information was provided. The device was returned to an olympus service center for evaluation.